Event description:
It was reported that the devices were used during a laparoscopic bowel procedure. It was reported by the rep that the inner diaphragm of the trocar tore and also had one torn seal causing a loss of pneumoperitoneum. The case was completed with additional trocars. There was no consequence to the patient.